Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd smartsite¿ vialshield closed vial access device, 20mm had flow issues and was damaged. The following information was provided by the initial reporter: "the bcg starts to go in via the catheter and then it stops and starts backflowing back into the sodium chloride bottle on us... One of the nurses who reported the flow concerns also mentioned difficulty seating the vialshield on the nss vial. She stated that she has observed that the plastic insertion tip sometimes appears to be bent after being pushed into the nss vial."

Event description:
It was reported bd smartsite¿ vialshield closed vial access device, 20mm had flow issues and was damaged. The following information was provided by the initial reporter: "the bcg starts to go in via the catheter and then it stops and starts backflowing back into the sodium chloride bottle on us... One of the nurses who reported the flow concerns also mentioned difficulty seating the vialshield on the nss vial. She stated that she has observed that the plastic insertion tip sometimes appears to be bent after being pushed into the nss vial."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the product backflow and the plastic insertion tip is bent. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mv0520 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.